Manufacturer narrative:
Investigation - evaluation: a review of the drawings, instructions for use (IFU), manufacturing instructions, specifications and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Measures have been initiated address this failure mode.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It was reported that prior to using a drain was tested and came apart. Another device was opened and used a section of the device did not remain inside the patient¿s body. As this occurred during testing and prior to patient contact, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.